Manufacturer narrative:
No product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that an explant of mesh was performed in 2007 and an alleged ring break was identified during the procedure. Patient recovered well. Note: the product catalog number reported is for a product that does not contain a ring.